Event description:
A provider contacted an invacare representative to state the stationary concentrator caught fire while in a user¿s home. The provider stated there was no damage to the user¿s home or any injury to the user.

Manufacturer narrative:
The allegation that the device experienced an over pressurization event appeared to be confirmed based on the pictures provided by the dealer. This failure mode resembles that which was previously identified and investigated. The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This incident is being reported in an abundance of caution. The device is awaiting return, and if additional information becomes available a follow up medwatch will be filed. The device was over 3 years old which was past the service life of 3 years. This issue resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Manufacturer narrative:
The allegation that the device experienced an over pressurization event appeared to be confirmed based on the pictures provided by the dealer. This failure mode resembles that which was previously identified and investigated. The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This incident is being reported in an abundance of caution. The device is awaiting return, and if additional information becomes available a follow up medwatch will be filed. The device was over 3 years old which was past the service life of 3 years. This issue resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
A provider contacted an invacare representative to state the stationary concentrator caught fire while in a user¿s home. The provider stated there was no damage to the user¿s home or any injury to the user.